Manufacturer narrative:
(Report 1 of 4). Manufacturing and inspection records were reviewed, and no anomalies were found. The two returned t8 cannulated stick fit hexalobe driver (part number 80-4155, batch number 589809) and the two t8 cannulated hexalobe driver (part number 80-4151, batch number 589797) were examined visually under magnification. The two stick fit drivers were broken diagonally at the tip. There were no signs of ductility, potentially indicating brittle fractures. The two hexalobe drivers were also broken diagonally at the tip. One driver also had no signs of ductility, indicating a brittle fracture. The second hexalobe driver showed signs of a complex fracture. There was an oblique fracture surface intersecting with a complex fracture zone. Both showed signs of brittle breakage, potentially indicating an off-axis load. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.

Event description:
(Report 1 of 4). It was reported during surgery that multiple screwdriver tips broke during screw insertion. The surgery was completed with a solid core driver after a 10-minute delay. No adverse patient consequences were reported. There are 4 related report numbers for this event 3025141-2024-00749.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.